Event description:
Per the clinic, the patient underwent a wound exploration surgery on (B)(6) 2025, due to ongoing pain and suspected magnet migration. The scalp pain subsequently resolved following the revision procedure. The device remains implanted.